Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom was reported via phone call that, the insulin pump had flashing display screen. The blood glucose was 121 mg/dl at the time of the incident. The customer stated that the screen it goes bright then whites out. Customer reported display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting steps were guided for flashing display screen. The screen is still readable. Customer advised to replace and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be and sensor will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or white display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for two days and no unexpected solid white display or display anomaly noted. The insulin pump was received with scratched case and pillowing keypad overlay.